Event description:
As reported by the user facility (translation (B)(4)): the pump was primed for seven days, but was finished after four days.

Manufacturer narrative:
This report has been identified as b braun (B)(4). We received one used and empty easypump ii lt 270-270-s without packaging. The received sample was subjected to a visual examination. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not assigned by the customer, the pt connector was closed with a cannula. After opening the top cap and removing the closing cone, we detected crystalized drug residues at the filling port (lli-cone) and inside the triangle tube or microbore tube. Further on, we detected no air inside the triangle tube or microbore tube. Air inside the flow restrictor were detected. Furthermore, we detected no fluid inside the lla-cone of the pt connector. In addition, the sample was filled with nacl 0.9% up to the nominal volume (270 ml) and taken to a functional test respectively leak test in a period of one hour. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore, the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently, the pump worked (solution was running). Furthermore we tested the flow rate of the received sample: nominal: 1 ml/h; actual: 1.3 ml in 1 h; 2.8 ml in 2 hrs; 4.3 ml in 3 hrs. During the test of the flow rate, we did not detect any leaks at the sample. The cause for the too fast flow at the sample could not be comprehended. We have informed our production site accordingly. We did check system for the easypump ii product code 4540038, lt 270-270-s, (B)(4) found that this batch was mfg on 02/16/2012 and released normally to the market without any quality nonconforming raised. It was correctly mfg following manufacturing process instruction. During the mfg process, this batch was passed the following control processes to ensure the flow rate: sampling 12 pieces from in-process inspection to flow rate test (test method follows (B)(4) test solution is nacl 0.9%), found that the samples are within spec. Sampling 8 pieces from final inspection process after sterilization to flow rate test (test method follows iso (B)(4) test solution is nacl 0.9%), found that the samples are with in spec: nominal flow rate: 1ml/hr: mean flow rate of sample 1: 0.94 ml/hr; mean flow rate of sample 2: 0.93 ml/hr; mean flow rate of sample 3: 0.90 ml/hr; mean flow rate of sample 4: 0.97 ml/hr; mean flow rate of sample 5: 1.04 ml/hr; mean flow rate of sample 6: 0.96 ml/hr; mean flow rate of sample 7: 0.94 ml/hr; mean flow rate of sample 8: 0.99 ml/hr. This batch was normal production following the mfg process instruction and the flow rate results are all complied with the spec. We had reviewed this batch record (in sap system). The mfg did not found any error that concerning flow rate. We didn't find any possible root cause related to flow rate measurement process. So, we confirmed that this lot was produced according to product spec. No specific conclusion can be drawn.